Event description:
The physician attempted arteriotomy closure with a techstar xl 6 fr device. When deploying the device, one of the needles missed the barrel. Needle back down was attempted and unsuccessful. The pt was transferred to surgery for device removal and closure of the arteriotomy. The pt recovered without further incident and was discharged the following day.